Manufacturer narrative:
The evaluation noted that this (B)(6) patient with a bmi of 25.96 was implanted with a mcs/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 11.3 mm. At 26 post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Additional information was requested, however; no additional information was provided. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion of the cause. This is patient 2 of 12 being reported for patients. All cases are captured as the following complaints in exactech¿s global complaint handling system: (B)(4).

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This (B)(6) patient with a bmi of 25.96 was implanted with a mcs/gxl acetabulum liner. Post-operative leg discrepancy was reported to be 11.3 mm. At 26 post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Additional information was requested, however; no additional information was provided. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion of the cause. This is patient 2 of 12 being reported for patients listed. All cases are captured as the following complaints in exactech¿s global complaint handling system: (B)(4).